Manufacturer narrative:
The master tool manipulator (mtm2) was returned for failure analysis, and the reported failure (error 23031) was able to be reproduced during calibration.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system exhibited a 23031 error. The customer tried to restart the system but the issue reoccurred. The customer continued the procedure with another surgeon side console (ssc). The logs showed error 23031 pointing to an issue with the opto button on the ssc. The procedure was completed with another ssc with no patient harm, adverse outcome, or injury. The issue did not cause any delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported issue. The fse replaced the left master tool manipulator (mtm) to resolve the issue. The fse also replaced a blue fiber connect cable, an ac cable and a fiber dust cable. These items are field scrap items and will not be returned back to isi. The system was tested and was ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.